Event description:
A report was received that the pt was explanted due to possible infection. The physician was concerned of infection due to fevers the pt was experiencing. A CT-scan was performed and a defect was detected on a spinal disc. The physician was unsure if the defect was a bulging disc or something caused by infection, therefore, he explanted the devices. The pt is reportedly doing well following the explant.

Manufacturer narrative:
A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization documentation for the explanted devices found them to be satisfactory. This is the final report.